Event description:
It was reported that the device exhibited intermittent loss of ventricular capture. The patient was placed on a holter monitor which showed three episodes of confirmed loss of capture. At explant, the physician reported no visible damage to the lead.